Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under-responsive. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/02/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were intermittently responsive; the reported event was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported event. Unrelated to the reported event, the display screen was found to be dim and discolored. Also unrelated to the reported event, the battery compartment was observed to be cracked in the thread area, and moisture was observed behind the display lens. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was observed on the printed circuit board. A battery cap was not returned with the pump; a test battery cap was used during all steps of the analysis.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.